Event description:
It was reported that following the implant procedure the patient experienced procedural pain. The patient fell to the floor and lost sensation in his legs, was taken back to the operating room and an emergency procedure was performed in which a blood clot was discovered. The physician was able to remove the clot. The patient underwent another emergency procedure two days later. The patient is paralyzed from the waist down and is currently in a rehabilitation facility.

Event description:
It was reported that following the implant procedure the patient experienced procedural pain. The patient fell to the floor and lost sensation in his legs, was taken back to the operating room and an emergency procedure was performed in which a blood clot was discovered. The physician was able to remove the clot. The patient underwent another emergency procedure two days later. The patient is paralyzed from the waist down and is currently in a rehabilitation facility. Additional information was received that the latency between the surgery and the event was an hour. It was stated that everything went well and as planned during the procedure. It is unknown what transpired during the second surgery procedure which was performed by an unknown physician.